Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion prime and excessive no delivery tests. The insulin pump uploaded properly using carelink pro. Carelink pro shows data from (B)(6) 2013 through (B)(6) 2013. No history anomaly noted on carelink pro. The insulin pump communicates properly with blood glucose meter. Blood glucose value on the meter matches the value recorded on pump display. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and recorded in bolus history screen. The insulin pump had cracked reservoir tube lip, scratched reservoir tube window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was 497 mg/dl at the time of incident. The customer's blood glucose was 313 mg/dl at the time of call. The customer's father stated that they treated the high blood glucose with the insulin pump. The customer's father stated that the drive support cap appeared normal. The customer's father stated that the bolus history was showing incorrect information. The customer's father was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.